Event description:
The customer received analyzer alarms and questionable ise indirect gen.2 results from the cobas 6000 c (501) module. Of the data provided, only the following results were discrepant. Patient 1 initial sodium result was 137 mmol/l and the repeat result was 155 mmol/l. The initial potassium result was 3.22 mmol/l and the repeat result was 4.09 mmol/l. Patient 2 initial sodium result was 129 mmol/l and the repeat result was 141 mmol/l. The initial potassium result was 3.86 mmol/l and the repeat result was 4.65 mmol/l. This patient was a (B)(6) male. Patient 3 initial sodium result was 125 mmol/l and the repeat result was 141 mmol/l. The initial potassium result was 3.32 mmol/l and the repeat result was 4.28 mmol/l. This patient was a (B)(6) male. The erroneous results were reported outside of the laboratory. There was no adverse event. The electrode lot numbers and expiration dates were requested but were not provided. The field service representative found bubbles in sipper tubing. He replaced and conditioned the tubing, cleaned the internal standard bath, and performed initialization, primes, and checks successfully. The customer ran calibration and qc with results within specifications. The investigation did not identify a product problem. The cause of the event could not be determined.